Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patients battery had moved and was pushing on sciatic nerve. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients battery had moved and was pushing on sciatic nerve. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.